Event description:
Four level acdf c3-c7 performed in 2009 with cslp variable angle plate and self-tapping screws. Pt staged and brought back the following month, for scheduled posterior cervical fusion from c3-c7. After this surgery on radiograph, the surgeon noticed the cranial screw in plate was pulled away from the bone and protruding 2-3 millimeters. Surgeon decided to go back in for a revision one week later, and contoured the plate to match the new lordosis angle; he placed ten new screws with one longer screw at the cranial level in which the previous screw pulled out.

Manufacturer narrative:
Add'l info was requested, however, returned document did not include this info. Manufacture date cannot be determined without a lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.